Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice low recirculation volume apd set became detached from the connector during dialysis; further described as the white element ¿was leaking/disconnected."this occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were reviewed and showed the patient line connector detached from the tube. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue due to absent radio frequency sealing on the patient line sub-assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.